Manufacturer narrative:
H11: the authorized service provider (asp) evaluated the device and the alarm indicating oxygen supply error, which was considered to be associated with "oxygen device failed" (diagnostic code: 1111)," was not duplicated by a test run performed. However, the occurrence record of "check vent: oxygen device failed" (diagnostic code: 1111) was confirmed in the event log. Therefore, functional test was performed, but no abnormality was observed. It has been determined that no action is required as to this error. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating an alarm indicating error code 1111 check vent: oxygen device failed occurred while the device was in use on the patient. The device kept operating when the alarm occurred. They replaced the device with another v60. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Device evaluation and repair are pending, and this investigation is ongoing.